Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a central hepatectomy procedure, stapling across inflow peds distal tip of staple line didn t fully close. Surgeon stitched over them. No blood loss. Surgeon used the echelon flex for the rest of the procedure. No impact to patient.